Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code. A femoral angiogram was not performed to verify the location of the puncture site. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Femoral angiogram was not performed. Reportedly, there was no resistance felt on advancement of the starclose se thumb advancer; however, the distal sheath of the starclose se did not split. The safety release mechanism was activated in attempt to close the locator wings and remove the device but it did not work. The starclose se device was pulled out. A non- abbott device and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported failure to split the sheath was confirmed based on the returned device condition. The reported difficulty removing the device and retraction problem could not be replicated in a testing environment as it was based on procedure circumstance. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.